Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shocks due to supraventricular tachycardia and the implantable cardioverter defibrillator converted patient¿s heart rhythm into true ventricular tachycardia. The device continued to deliver the therapy and broke the ventricular tachycardia, the patient eventually presented in the emergency room. Programming changes were discussed but has not been performed yet. No further information was available.